Event description:
Per the clinic, the patient experienced headache, pain and dizziness with device use. Subsequently, the patient was treated with antibiotics (type, specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.